Manufacturer narrative:
The customer was contacted for return of the device. The device has not been returned to zoll for evaluation.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed "compressor failure -1001" and "self check failure -1003" error messages. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Please reference medwatch report 1220908-2020-04308, 1220908-2020-04309, 1220908-2020-04311, 1220908-2020-04312 and 1220908-2020-04313 for similar events reported from the same customer.